Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the guidewire wasn't able to cross the lv lead after repeated attempts during the procedure. The lead was not used and was replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of ¿courier guidewire wasn't able to cross lv lead¿ was not confirmed. Visual inspection of the lead found dried saline inside the inner lumen of the inner coil. After the lead was flushed with water, the guidewire was able to be inserted through the lead. No other anomalies were found.